Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope's light guide bundle was dark and fractured, and the insertion tube was bent while being used with the video processor. The video processor was working as intended. The issue occurred after a therapeutic laparoscope procedure and was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: component failure of the rigid tube, component failure of the universal cable, the universal cable was scratched, blurred image and dull beam. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: insertion section was bent due to component failure of the rigid tube, dull beam due to the light guide bundle breakage, universal cable was scratched due to component failure of the universal cable and blurred image due to dull beam. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.